Event description:
It was reported to boston scientific corporation that an ureteral indwelling catheter/stent was used in a stent placement/kidney blockage procedure performed on (B)(6), 2011 (patient ID, age and weight are unknown). According to the complainant, there was a 3-4mm cut in the stent between two of the drainage holes located at the bladder end of the stent. The physician was unable to confirm when the damage occurred, however it was noticed when visually checking the placement at the end of the procedure. Physician successfully completed procedure with this device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
The lot number (13766522) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the device was implanted and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.